Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital for a follow-up. Upon device interrogation, it was noted that the patient received inappropriate shock therapy in (B)(6) 2015 due to auto mode switch episodes, and suspected lead noise. The noise signals were observed on both atrium and ventricular channels. No further episodes were observed since (B)(6) 2015. The physician scheduled the patient for additional follow-up. The patient was stable.